Manufacturer narrative:
The reported complaint of the autopulse li-ion battery (sn (B)(6) powered off the autopulse platform after 6 minutes was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the battery worked as intended. The archive data review showed no errors recorded around the customer's complaint date. The battery was last charged successfully on february 20, 2025, and had 57 successful charge cycles over the battery lifetime. The battery passed charging in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four solid green lights after the successful charging attempt. The battery was able to power the autopulse platform for 50 minutes until discharged without any fault or error.

Event description:
As reported, the autopulse platform (sn(B)(6) failed during a cardiac arrest. Per the reporter, the device did not display any user advisories before it stopped delivering compressions. According to the crew, the autopulse platform just shut off after around 6 minutes when was used with the autopulse li-ion battery (sn (B)(6). Per the customer, the battery was fully charged before use during the patient event. A second fully charged autopulse li-ion battery (sn unknown) was installed but the device still failed to deliver compressions. The patient was on the living room floor; the type and condition of the flooring surface were not specified. In addition, it was noted that the lifeband was rubbing the plastic enclosure of the platform and causing damage to the lifeband as well. Manual CPR was continued until the crew deployed a second autopulse platform (sn unknown). However, it failed as well due to a lifeband alignment issue that could not be resolved. The crew did manual CPR throughout the rest of the event. No impact or consequence to the patient. After the call, back at the station, the second platform (sn unknown) was tested after the driveshaft was realigned and the device functioned as intended.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.